Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upon the device inspection the fixation screws holding the device main tube were tightened because were loose. There wasn't any support visit for the past 5 years. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was the clinical engineer. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, upon the device inspection the fixation screws holding the device main tube were tightened because they were loose. There was not any support visit for the past 5 years. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s under 2020-140-g 'loosening or breakage of the suspension fixing screws' factory investigation report. In case of loosening, the probable causes of loosening correspond to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions: - to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. - to replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. The service bulletin 98 mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.